Event description:
It was reported to philips that mouse urine caused mpdu short circuit and fuse failure on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu control unit and f10 (1a 250v) fuse and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4).